Manufacturer narrative:
Please refer to the attached analysis report. UDI: (B)(4).

Event description:
It was reported that the subject device was explanted due to infection. The infection is stated to not be related to the device.